Manufacturer narrative:
Post procedure roomed on cardiovascular intensive care unit. Less than 48 hours later, balloon machine console was alarming. Patient found with normal vital signs and blood backed up in helium line. Returned to cardiac cath lab for removal and placement of impella device. Patient outcome reported as: death. Reference medwatch (B)(4). No other iabp information was provided. A supplemental report will be submitted if additional information is provided. Not returned to manufacturer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use on the patient the, patient arrived from outside facility via wing for nstemi. Taken to cath lab for uneventful cardio save intra aortic balloon pump installation. Post procedure roomed on cardiovascular intensive care unit. Less than 48 hours later, balloon machine console was alarming. Patient found with normal vital signs and blood backed up in helium line. Returned to cardiac cath lab for removal and placement of impella device.patient outcome reported as: death. Reference medwatch (B)(4).